Event description:
It was reported, the pt experienced pain in her left leg and difficulty moving her left leg one day post-implantation of the scs system and the pt was admitted to the hospital. The pt is unable to ambulate due to the persistent pain in her left leg. The pt reports stimulation coverage in the established pain pattern. The discharge plan includes physical therapy and visiting nurse as well as f/u with both the pain physician and the neurosurgeon. It was reported on (B)(6) 2014, the pain in the pt's leg was alleviated and is no longer significant. The pt's symptoms have resolved. The pt was reprogrammed and the pt reports receiving effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.